Manufacturer narrative:
When investigation is completed a follow up report will be sent to the FDA. Int. (B)(4).

Event description:
The customer reported that the (accessory) vertical cassette holder was dislodged during use and fell against the patient. The doctor confirmed that the patient received no injury.